Event description:
It is reported that a customer's insulin pump would not turn on. The patient's blood glucose level was unknown. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to test the operating currents and off no power anomaly due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.